Event description:
Reported by tee probe manufacturer that a pt experienced a small scab noted on outer lip and burn like area of inner lip, post discharge throat yeast infection. Tee probe was disinfected in cidex opa.